Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. The customer's complaint was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w. Brand name: high frequency unit, esg-400. Common device name: electrosurgical system generator. 510(k): k203682. Product code: gei. The device was returned to olympus for evaluation and the evaluation found the device displayed error code e433 due to a defective generator board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code (internal software or hardware error). There were no reports of patient harm.